Event description:
The device was used during a laparoscopic colectomy. Reportedly, a component disengaged. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.